Event description:
Per hcp, the pump may be eroding thru the skin. The pump was removed and moved to other side. The pump never came through the skin, but was irritated.

Manufacturer narrative:
Catheter model# 8709sc lot#n185129019 implanted: (B)(6) 2009 explanted: unk. (B)(4).